Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 20889435; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads had pulled out of the skin due to a non-device related fall. Patient underwent an explant procedure and was given antibiotics. No device malfunction was suspected.